Event description:
The pt was revised because of tibial subsidence, osteolysis and wear of the insert.

Manufacturer narrative:
No products were returned for examination. A search of the complaint database did not show any other reports against the mfg lots. The investigation could not draw any conclusions about the reported subsidence and polyethylene wear. Provided info stated the pt's body was a contributing factor. The initial reporting indicated the products were not suspected of failing to meet specs or of contributing to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.